Event description:
The customer reported that while continuous straight fluoro, the unit is showing no image during fluoro. There was a high temperature shut down. No patient injury was reported.

Manufacturer narrative:
The ge service rep powered the system up and took regular and high level fluoro from low to max with out error. He pulled an event log and saw no errors. Their rep verified that the system is operating as intended.